Event description:
It was reported that the device was entrapped on the guidewire. An 8fr wolf thrombectomy catheter and v-14 control wire were selected for use in a thrombectomy procedure. The patient presented with an occluded popliteal artery. Access was achieved via ipsilateral approach with a non-bsc sheath. The v-14 control wire was antegrade through the popliteal artery. There was a high anterior tibial takeoff which started at the tibial plateau. The wolf catheter was successfully advanced to the blood clot. The clot was ingested using the pin and push technique. Resistance was observed when the wolf catheter was moved into the distal popliteal. After the clot had been captured, the wolf catheter was attempted to be removed over the v-14 control wire. The wolf catheter became entrapped on the wire. Both the wolf catheter and v-14 were removed together from the patient. The procedure was completed with the original device. There were no patient complications.